Event description:
A report was received that a patient underwent a pocket revision procedure due to discomfort at the pocket site. The pocket was relocated, and the patient is reportedly doing well following the procedure.